Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that pump had crack and chipped reservoir and battery compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.